Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of inappropriate anti-tachycardia pacing (atp) and one electric shock. Technical services (ts) could not determine if therapy was for ventricular fibrillation (vf) or atrial fibrillation (af) with rapid ventricular response (rvr). Ts declared the therapy inappropriate. Device remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received indicating therapy was delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). Device is continued to be monitored for now.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of inappropriate anti-tachycardia pacing (atp) and one electric shock. Technical services (ts) could not determine if therapy was for ventricular fibrillation (vf) or atrial fibrillation (af) with rapid ventricular response (rvr). Ts declared the therapy inappropriate. Device remains in service. No additional adverse patient effects were reported.